Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not convert the initial ventricular fibrillation (vf) events. The first shock accelerated the already fast vt ( intervals of 263-303 bpm to vf at approx 400 bpm) that was occurring then. The second 31 joules shock was successful. The boston scientific local area sales representative confirmed that this patient had not had any lab values out of range or missed any medications. The sales representative also confirmed that the patient's electrolytes were all within normal limits. The patient reported not being aware of the arrhythmia until the first shock. The patient also reported feeling lightheaded after the first shock and did not recall the second shock, and was confirmed to not have suffered any associated injuries

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service.